Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 x2 implantable pacing leads (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient had lightheadedness occurring with exertion and there was possible upper rate behavior with the devices programmed settings. Also, the right atrial (ra) lead had some far field r-wave oversensing which was gotten rid of by reprogramming the sensitivity. The device and ra lead remain in use. No patient complications have been reported as a result of this event.